Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 ca were unable to deliver insulin/medication and unable or difficult to prime. Product defects were noted during use. The following information was provided by the initial reporter: material no. 320555; batch no. 9261686. From phone call on 2020-07-06: returned consumer's phone call from voicemail that was received. Consumer reported some of the pen needles are not working. Stated the insulin is not coming out during priming. Lg; date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 ca were unable to deliver insulin/medication and unable or difficult to prime. Product defects were noted during use. The following information was provided by the initial reporter: material no. 320555 batch no. 9261686. From phone call on 2020-07-06: returned consumer's phone call from voicemail that was received. Consumer reported some of the pen needles are not working. Stated the insulin is not coming out during priming. Date of event: unknown.